Event description:
Patient presented to the physician with ongoing throat swelling, painful tongue jerking during therapy, and a persistent choking sensation despite discontinuation of therapy. Physician brought the patient into the operating room and removed the entire inspire system.